Manufacturer narrative:
Concomitant medical products: 6947m lead, implanted (B)(6) 2012; 5076 lead, implanted (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their third lead had been thumping them since shortly after implant. The following physician confirmed that the patient had been seen several times. Although multiple vectors were tested with no extracardiac stimulation observed at maximum output, the patient chose to leave the left ventricular (lv) lead programmed off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.